Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing. It was decided to continue monitoring the patient. This lead remains in service. No adverse patient effects were reported.